Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump; the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear.